Event description:
A customer reported that the infusion line did not fit in the trocar and came out of the trocar during a vitrectomy procedure. The procedure was able to be completed with no patient harm.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. The root cause is unknown; the customer complaint could not be verified as a sample was not received, however, the customer event is believed to be related to design specification. An internal investigation has been opened to address this issue. (B)(4).